Manufacturer narrative:
Follow-up #1: date of submission 04/22/2015. Device evaluation: the device has been returned and evaluated by product analysis on 04/13/2015 with the following findings: there was a (eaw 078) motor error observed in the black box history. A rewind, load and prime sequence was completed successfully. A 24 hour duration test was completed with no warnings being duplicated. The pump case was removed and there was no internal damage found. Unrelated to the original complaint, the display was dim and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the distributor contacted animas, alleging a call service alarm (cs 078) issue. The distributor stated that the pump emitted multiple call service alarms that were unable to be cleared. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).